Event description:
A couple treatments were performed using a diamondback 360 coronary orbital atherectomy device (oad) on low speed in the right coronary artery (rca). The vessel was 90% stenosed, severely bent and tortuous. The physician noticed that the oad and viperwire advance guide wire had fractured. The guide wire fragment was successfully snared. An unsuccessful attempt was made to retrieve the oad fragment; it was left in vivo. The procedure was completed with no injury to the patient.

Manufacturer narrative:
The viperwire guide wire advance guide wire was returned to csi for analysis. Visual examination confirmed the reported guide wire fracture. The guidewire was returned engaged in the fractured driveshaft section. The fractured spring tip section was not returned. Scanning electron microscopy analysis identified evidence of fatigue on the fracture face and rotational wear on the surface of the wire near the fracture site. Excessive wear between the guide wire and tip bushing may occur due to tortuosity, tight bends, and/or buckling of the guide wire due to being advanced forward against resistance which compresses the guide wire into a bent/buckled shape. The exact root cause of the fracture is undetermined. It should be noted that the diamondback 360 coronary orbital atherectomy system instructions for use manual warns, "never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance." The IFU also states, "performing treatment in excessively tortuous or angulated vessels or bifurcations may result in vessel damage or device failure requiring retrieval." The material inspection report for the reported guide wire could not be reviewed, as the lot number was not provided. Related manufacturer report #: 3004742232-2022-00200 for the orbital atherectomy device. Csi ID: (B)(4).